Event description:
A ventilator was returned to a third-party service center for service for evaluation of visible foam particles in the device there was no harm or injury reported. During the evaluation of the device at third-party service center, there was no visualization of foam particles in the device. However, critical service required alarms were found in the ventilator's downloaded error log. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.